Event description:
During a kit inspection on (B) (6) 2009, the sales rep found that the incompass universal driver had bent prongs on the driver tip. There was no harm to a pt. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.